Event description:
The event is reported as: the staples did not form when used to close the skin incision. No patient injury reported.

Manufacturer narrative:
If additional information is received on this complaint, a follow-up MDR will be submitted.